Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Other mechanical damages are attributable to the removal surgery. This is a combined initial and final report.

Event description:
The explanted device has been received for investigation. No explant report has been received. No further information has been received, despite requests.